Event description:
A patient reported experiencing inaccurate high results with a surestep enhanced meter. The patient's blood glucose was meter 151 vs. Lab 95 mg/dl within 10 minutes, with a difference of 56mg/dl. Patient did not experience any adverse events. No further information has been reported.